Event description:
It was reported that the right ventricular lead exhibited dislodgement and loss of capture. The patient presented for repositioning procedure. The helix would not deploy while attempting to reposition the lead. Micro perforation was suspected. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal. The cause of the reported event of ¿helix would not deploy¿ was isolated to the over torque of the inner coil in the connector region and the helix being clogged with blood/tissue.